Event description:
The customer reported to olympus the evis exera iii colonovideoscope was used with a patient who later alleged contracting hepatitis b from the device. The device was used during a diagnostic colonoscopy. The patient is now being followed by hepatology and gastroenterology. As the facility does not perform routine culturing of the scope, they have sent the device to a third party lab for culturing and testing. The user did not report any other contamination or serious deterioration in the state of health of any other person to which the scope could have been a contributory cause.